Event description:
Boston scientific received information that the patient with this left ventricular lead was experienced cardiac tamponade. The patient underwent a surgical revision procedure where the lead was explanted and replaced with an epicardial lead. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.